Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that the cardiosave intra aortic balloon pump had an unspecified malfunction identified during inspection by the hospital staff. There was no patient involvement.

Manufacturer narrative:
Due to character limit in the e1 section: the full event site name is (B)(6) a supplemental report will be submitted upon the completion of investigation.